Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The primary analysis findings noted no anomalies were found. The distal conductor was not obstructed by blood. The proximal conductor was distorted (extrinsic) pulled/stretched/overstress. The distal conductor was distorted (extrinsic) pulled/stretched/overstress. The proximal conductor was not obstructed with blood. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant continued: (B)(4) implantable tachy lead (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and high threshold. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.